Event description:
Customer reported a pixel issue on pump display, which affected ability to interact with the pump and read the screen. There was no reported impact to customer's blood glucose level. Customer reverted to multiple daily injections for backup insulin delivery, and pump replacement was coordinated by technical support, including instructions to return the faulty pump.